Event description:
It was reported that the customer experienced a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was guided by technical support to perform a pump reset, after which the issue was resolved, and the sensor session was successfully started.